Event description:
It was reported that during the implant procedure, a proximal portion of the epicardial lead broke off in the tunneling tool. The fracture was near the is1 pin and when the physician went to insert the lead into header of device it was noticed that the pin was missing. The physician looked at the tunneler and found that it was still attached. The lead was removed from the epicardium. There was some bleeding from the site that had to be stopped. A new lead was placed without any issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual inspection found insulation torn and the connector pin fractured, extrinsic/over rotation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Products: 6935m-55 lead implanted: 2013 (B)(6); (B)(4) lead implanted: 2013 (B)(6). (B)(4).